Event description:
It was reported that this device had difficulty being interrogated by the latitude communicator. During an office follow-up, the clinic programmer was able to connect to the device, but the programmer had a yellow error screen. Technical services reviewed the device data and concluded that the telemetry was okay for now. There were no adverse patient effects. The device remains implanted.